Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 16 mg/dl, 100 mg/dl, and 191 mg/dl. Customer reported feeling "funky;" she states she was thirsty and hungry when the reported results were obtained. Customer consumed food on her own and symptoms subsided in 30 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.